Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when turning on the monitor, the buttons for individual functions do not respond. The monitor was then turned off and back on by the user. Testing was performed and a message "attention monitoring interrupted" appeared. The user states this could have been caused by unexpectedly removing the battery or a power outage. Response received to good faith effort indicated the after turning the device off and on again, the user checked the battery, power supply, patient cables and settings. The device returned to full functionality following the power cycling. Further information received indicated no actual harm and no delay in therapy occurred as a result of the interrupted monitoring.

Manufacturer narrative:
Event description updated due to new information received.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when turning on the monitor, the buttons for individual functions do not respond. The monitor was then turned off and back on by the user. Testing was performed and a table with the message "attention monitoring interrupted" appeared. Response received to good faith effort indicated the after turning the device off and on again, the user checked the battery, power supply, patient cables and settings. The device returned to full functionality following the power cycling. Further information received indicated no actual harm and no delay in therapy occurred as a result of the interrupted monitoring.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when turning on the monitor, the buttons for individual functions do not respond. The monitor then turns off and back on, testing is performed and a table with the message "attention monitoring interrupted" appears. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.